Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had been capped and replaced approximately five years ago for an unknown reason. The defibrillation portion of the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.